Manufacturer narrative:
Report confirmed. The device was tested and the temperature rise of the motor was measured to be 79.8°f. The rate of temperature rise was above threshold at 6.4°f/sec. Initial diagnosis indicated that the device also failed the hi-pot testing for patient current leakage at 2.550 ma. Due to the rate of temperature rise the device was also evaluated by engineering. The motor and collet were disassembled by engineering. Engineering thermal test results exhibited similar overheating at the mid-motor location which resulted in a fail condition. The cause of the mid-motor overheating was from the required additional current from the elevated load condition which was exacerbated by a fail condition with the stator windings. The motor rear bearing was in fragments. Only a portion of the motor¿s rear bearing outer race was to be found and it was frozen onto the rotor. The motor¿s front bearing was gravelly and lubricant deficient when manually rotated. The collet was removed, but it was not possible to completely disassemble the distal section due to it being frozen from corrosion and/or the ingress of debris. The collet bearings were difficult to manually rotate and were lubricant deficient. The most obvious assignable root cause for the observed overheating condition would be attributed to the low winding resistances and the degradation of the insulation around the motor. All of the motor windings were out of specification. In addition, the observed poor condition of both the motor and collet bearings caused the overheating condition. Multiple warnings are included in the ipc user manual including: heavy side loads and/or long operating periods may cause the device to overheat. Do not use an overheated device, as it may cause thermal injury to the patient or operator. Use adequate irrigation. The use of tool without irrigation may cause an inordinate amount of heat buildup resulting in a thermal injury to tissue. Depending on the amount of irrigation used the drill bits and saw blades can achieve temperatures in excess of 50°c. Do not attempt to change a dissecting tool, saw blade, or attachment while the motor is running, or when the motor or attachment is in an overheated state. Smoke and/or excessive heat may be generated if attachment is not in the fully locked position. This may result in thermal injury to the surgeon or staff. We will continue to monitor this complaint type for trends.

Event description:
Repair request initiated for device with the report of non-specified repair. It was reported that there was no patient or staff impact. Repair escalated to product event due to evaluation findings of overheating over threshold. No additional information was obtained on follow up.